Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of prolapse is listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Study patient (B)(6). It was reported that the procedure was performed to treat a lesion in the first diagonal coronary artery and proximal left anterior descending (lad) artery. A 2.5 x 23 mm xience sierra stent was implanted in the first diagonal and plaque shift occurred. A 3.5 x 18 mm xience sierra stent was implanted in the proximal lad as treatment of the plaque shift. The event resolved the day of procedure. No additional information was provided.